Event description:
It was reported that catheter issue occurred. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was inserted and crossed through the stent strut, resistance occurred, and when it was pulled out, the tip separated. The separated fragment could not be removed from the body and was treated through pressure bonding into the blood vessel wall with a stent. The procedure was completed with another of the same device. No patient complications were reported.